Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 40 mg/dl at the time of the incident. The customer¿s other blood glucose level was 186 mg/dl. The customer reported that the insulin pump instructed to calibrate and after that calibration was enter it advice the customer to wait 15 minutes and attempt another calibration follow by change of sensor alert. The customer did not receive a sensor updating or sensor glucose not available alert but received a calibration not accepted alert. The customer reported consecutive sensor alerts with different sensors. The customer was able to run test on transmitter. The insulin delivery was suspended due to the sensor values. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 40 mg/dl. The suspend on low limit in sensor settings was 62 mg/dl. The customer reported that the difference was occurring with the current sensor. The insulin pump, infusion set, and the reservoir will not be returned for analysis. The sensor will be returned for analysis.